Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer called into technical support (ts) reporting that the device's battery does not hold a charge. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse reconnected the battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during routine inspection where there is no risk of patient harm or injury. Therefore this complaint no longer meets reportability requirements.